Event description:
The surgeon reported the pt had lasik in april. At the 3 months post op exam, he appeared to have something suspicious looking (no specific description provided). He was referred to another doctor evaluation and treatment if needed. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.